Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, loss of capture (loc). Additionally, the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for a 1:1 atrial arrhythmia. The patient was not dependent on lv pacing and did not experience any asystole as a result of the loc. Programming changes were made. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continued to be observed. The physician noted that the patient's ejection fraction improved and biv pacing was no longer needed. Lv pacing was programmed off. This product remains implanted.